Event description:
Implants were put in oct 95. Noticed problem a couple mos later of a slight shifting of implant. Dr didn't seem concerned. Pt did. As time has gone on rptr has noticed it seems they are evaporating. Now 2 dr's have agreed there should be a replacement. Rptr's personal opinion is the co should be willing to stand behind the professional costs and implant costs up to a certain amount of time. Rptr simply can't afford to endure having to have replacement costs every 2 yrs. Rptr realizes that implants will not last forever but it was less than 1 1/2 yrs before the problem was so bad that they went back to the dr.